Event description:
Account stated that the hydraulics are not working correctly. No injury.

Manufacturer narrative:
Technician found the head section wouldn't go up. The manifold was low on fluid added one qt of fluid to resolve.